Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:clip and the infusion set are not tandem manufactured products.

Event description:
It was reported that the clip on the pump case broke, the pump fell, and the infusion set cannula was pulled from the infusion site. Customer's blood glucose was 72 mg/dl. Customer replaced the infusion set and resumed insulin delivery successfully.